Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery using ruby coils, a non-penumbra microcatheter, and an access sheath. The physician advanced the access sheath into the coeliac trunk followed by a stent across the neck of the aneurysm. While advancing the fourth ruby coil through the microcatheter, the physician experienced resistance and the coil unintentionally detached within the microcatheter. The microcatheter containing the coil was removed from the patient under aspiration. On the back table, the physician pulled the coil out of the microcatheter, which resulted in the coil to unravel. A new microcatheter of the same type was then introduced to the patient and a diagnostic catheter was used as support. Four additional coils were then implanted in the target location. While advancing the final ruby coil, the coil unintentionally detached within the microcatheter. The physician then used a guidewire to push the detached ruby coil into the target location and removed the microcatheter. The physician began to remove the diagnostic catheter and observed that the proximal end of the ruby coil moved when the diagnostic catheter was retracted. The ruby coil seemed to be stuck in the diagnostic catheter. The physician then used another guidewire to remove the ruby coil from the diagnostic catheter. At this point, the physician was satisfied with the outcome of the procedure and it was considered completed. There was no report of an adverse effect to the patient. A follow-up computed tomography (CT) scan will be performed at a later date to assess the location of the proximal end of the ruby coil.